Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation summary the corrective action statement is approved / authorized and final review of the complaint will be conducted by the designated complaint handling unit (dchu). Part #: 382534 ¿ 20 g x 1.16 in. (1.1 mm x 30 mm) bd insyte autoguard bc shielded IV catheter with blood control technology. Made of bd vialon catheter biomaterial. Has bd instaflash needle technology. Non-winged. Lot #: 7305661. Complaint: catheter tip integrity. Event description: customer noticed before use that there was a piece of plastic stuck at the tip of the cannula lot analysis device/batch history record review: yes. Reason: dhrs are available for review as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable. Findings: MDR: review was conducted with the following results disclosed: lot 7305661 was built and packaged on (B)(4) line 11 on 05nov2017 thru 09nov2017 for the quantity of (B)(4). Review disclosed no indication of the defect, as there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product relevant to the defect stated in the pir. All required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Set-up and in-process samples (including but not limited to) for damaged component and pen and drag testing were performed on various stages throughout the process, all the inspections passed per specifications. In process samples for foreign/non foreign material, particulate loose or embedded were conducted at various stages throughout the process, all the inspections passed per specifications. No significant discoveries were disclosed. Sap (qn) database review: yes. Reason: this database tracks any issue during production that would affect product quality. Findings: subject code was an s1 severity ranking. Review was conducted for this MDR-level a investigation; as a result of the review there were no reject activity findings relevant to the defect stated in the pr associated with the lot number provided for this incident. Observations and testing: although samples were not returned, photos were provided for the evaluation of this incident which revealed the following: photos both revealed a 20g iag bc catheter/adapter assembly. Both photos revealed there was non-foreign (skiving) present on the tip of the catheter. Visual/microscopic examination: note: the fm observed to be present at the tip the catheter was identified to be non-foreign (catheter tubing material), was not embedded and was created during the manufacturing process. This fm (non-foreign) at the catheter tip could impact the integrity of the catheter tip. Peura analysis: the peura (end user risk analysis) (B)(4) rev 12 version j was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Investigation samples(s) meet manufacturing specifications: no; non-foreign (skiving) was observed at the tip of the catheter (tubing). Investigation conclusion; conclusions: confirmation of the subject of catheter tip integrity, as stated in the pir, were conclusive with the photos provided for this incident. Confirmed there was skiving of catheter tubing (non-foreign) observed at the tip of the tubing which could impact the integrity of the catheter tip in the clinical setting. The characteristic of the non-foreign was evidence to confirm and support manufacturing process related issues for the reported defect observed in the photos provided for this incident. Did the evaluation confirm the customer¿s experience with the bd product? Yes: confirmation of the failure the customer experienced with the bd product was conclusive based on the observation performed on the photos provided for this incident. Were we able to reproduce the customer's experience with the bd product? N/a: reproduction of the failure the customer experienced was not achieved as units were provided for evaluation and testing of this incident. Was the device used for treatment or diagnosis? Treatment. Root cause description; root cause: relationship of device to the reported incident: manufacturing - the non-foreign (skiving) observed on the tip of the catheter resulted from manufacturing processes and was noted to be a possible contributor to catheter tip integrity in the clinical setting.

Event description:
It was reported that before use a bd insyte¿ autoguard¿ bc shielded IV catheter was found with foreign matter as customer noticed before use that there was a "piece of plastic stuck at the tip of the cannula.¿ there was no report of exposure, injury or medical intervention needed.